Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was noted that there were high voltage lead impedance (hvli) measurements that were out of range on the right ventricular (rv). The impedance measurement was normal at the time of the follow-up. Diagnostic imaging was performed and no anomalies were noted, so no further intervention was taken. The patient was stable and will continue to be monitored.